Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported activation failure including expansion failure appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, de novo right coronary artery (rca). A 2.5x23mm multi-link 8 coronary stent system (sds) was advanced to the lesion but was unable to fully deploy. The device was removed with the stent still attached to the balloon, and an unspecified balloon dilatation catheter (bdc) was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.